Event description:
Customer's mother reported that customer had an event where his blood glucose was 600 mg/dl. It was discovered that customer had a bent cannula. Customer's insulin pump also alarmed no delivery. Customer's blood glucose at the time of the call was 286 mg/dl. The alarm was resolved with a complete set change. Customer was advised to call when the issue occurs for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.